Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage located at the back and exposure to moisture found on (B)(6) 2022. Pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the self test and displacement test. Successfully downloaded history files and traces using thus. Pump error 63 alarm (variableinfo = 15) was recorded and found in the formatted history file on (B)(6) 2022 15:34:01.000, suspected on hw. Pump error 68 alarm was recorded and found in the formatted history file on: (B)(6) 2022 15:34:03.000. Pump error 49 alarm was recorded and found in the formatted history file on: (B)(6) 2022 15:34:03.000. (B)(6) 2022 15:34:48.000. And pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2022 15:35:21.000. Pump was cut open to perform visual inspection and found severe corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the back of the pump. Pump error 63 alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed. Pump error 63 alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm due to corroison on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator¿assembly noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that water sipped into insulin pump and had cracks on it. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.